Event description:
The right atrial (ra) lead exhibited undefined high unipolar and bipolar impedance warnings and high thresholds. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).